Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a thin delicate wire is embedded'), device expulsion ('the part of the uterus containing this device') and device breakage ('metal fragments were sent separately to pathology') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included tachycardia, gallbladder removal, head injury, pelvic pain female and menorrhagia. Previously administered products included for an unreported indication: valium, dilaudid, zofran, depo-provera and hydroxyzine. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy, cystoscopy and paracervical block). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the embedded device and device breakage outcome was unknown. The reporter considered device breakage, device expulsion and embedded device to be related to essure (ess205). The reporter commented: discrepancy noted : essure removal date as per mr is (B)(6) 2007. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:embedded device,device expulsion and device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a thin delicate wire is embedded'), device expulsion ('the part of the uterus containing this device') and device breakage ('metal fragments were sent separately to pathology') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included tachycardia, gallbladder removal, head injury, pelvic pain female and menorrhagia. Previously administered products included for an unreported indication: valium, dilaudid, zofran, depo-provera and hydroxyzine. On(B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy, cystoscopy and paracervical block). Essure (ess205) was removed on (B)(6)2007. At the time of the report, the embedded device and device breakage outcome was unknown. The reporter considered device breakage, device expulsion and embedded device to be related to essure (ess205). The reporter commented: discrepancy noted : essure removal date as per mr is (B)(6)2007. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:embedded device,device expulsion and device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6)2021: mr received: " previously reported event medical device removal replaced with a thin delicate wire is embedded." Other events the part of the uterus containing this device and metal fragments were sent separately to pathology added and made medically significant and intervention required due to surgery. Reporter, medical history, historical drug and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.